Event description:
It was reported that the patient needed her implantable neurostimulator adjusted differently. It was noted the patient had some surgery done and now it irritated the parts of her body that it was helping before. The reporter noted the patient had a metal thing in her foot holding her bones together. It was noted the patient had both of her knees replaced and her foot broke in 5 places. The reporter noted that when the patient turned her stimulation on it seemed to irritate those areas and it ¿almost felt electrical.¿ it was noted the patient discussed this with her health care professional and he recommended reprogramming. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3487a-45, lot# v188124, implanted: (B)(6) 2009, product type: lead. Product ID: 3487a-45, lot# v078945, implanted: (B)(6) 2009, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).